Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm experienced leakage at adapter and tubing. The following information was provided by the initial reporter: after puncture and fixation with indwelling needle, liquid exudation was found at the junction of yellow and white during infusion.

Manufacturer narrative:
: 1. DHR review(lot#2018035): 1)the complaint gauge is 24g, assembly at auto line 2 in feb. 2022, packaging at r240 packing machine in feb. 2022, lot quantity is 198k. 2)review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. 3)review the production records and machine troubleshooting records for this lot products,no abnormality, deviation or rework activity. 2. No actual samples and pictures were returned from customer, and the specific leakage position and damage state of the connection between the connection site and the extension tubing cannot be determined. 3. Leakage test the retained sample of this lot, no leakage is found . Please refer to attachment for the test report. 4. No same complaint was received from the complaint lot. Conclusion(s): no abnormality is found on process and the retained sample. As no defective sample returned, further analysis cannot be done, and the root cause of the complained defect cannot be determined.